Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pka dr (B)(6) was tightening the array clamp onto the femoral bone pin, when the tightening mechanism snapped. The bone pins were stuck inside of the clamp and were taken out with bolt cutters and the pin driver. Surgical delay yes, 25 minutes-yes, the patient was under anesthesia.

Event description:
Pka. Dr (B)(6) was tightening the array clamp onto the femoral bone pin, when the tightening mechanism snapped. The bone pins were stuck inside of the clamp and were taken out with bolt cutters and the pin driver. Surgical delay yes, 25 minutes-yes, the patient was under anesthesia.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: dr gordon was tightening the array clamp onto the femoral bone pin, when the tightening mechanism snapped. The bone pins were stuck inside of the clamp and were taken out with bolt cutters and the pin driver. Surgical delay yes, 25 minutes-yes, the patient was under anesthesia. Product evaluation and results: visual inspection: visual inspection shows the clamp has some slight scratches on the part. No major damage was observed. Dimensional inspection dimensional inspection could not be completed since the clamp is still fully assembled. Functional inspection: functional inspection confirmed the failure. The tightening screw has been snapped between the retaining feature and the locking mechanism. This has kept the parts assembled together but prevents the user from loosening the clamp from the bone pins. The materials of the clamp were confirmed during inspection via material certifications. Product history review: review of the device history records indicate 30 devices were manufactured and accepted into final stock on 10/20/2014. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111430, lot number 19180214 shows no additional complaints related to the failure in this investigation. Conclusions: the failure was confirmed. No additional investigation activities are required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.